Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and the pelvicol acellular collagen matrix and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced bladder neck obstruction, and recurrent urinary tract infections. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urgency, and dyspareunia.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria and urinary retention. It was reported that patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6).